Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the medical surgical care area. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed the constant downstream occlusion alarm caused by elevated sensor readings due to a failed downstream sensor. The failed downstream sensor was replaced.